Event description:
Upon positioning infant for chest x-ray, a peripherally inserted central catheter (PICC) t-connector tubing was noted to have snapped at connection of clear tubing to green connector of t-connector.